Manufacturer narrative:
Other relevant device(s) are: kit svc o2 bi71000529 pendant o2, lot# unknown. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the pendant is rotated in a specific direction /location, it cuts out and goes black. This was reported outside of a procedure. There was no patient involved.